Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego¿ connector, that experienced no flow during use. The following issue was reported by the customer: ¿despite the lock, some patients have the clotting valve. They cannot remove the lock and have to remove the tego valve ¿. 2 photos of the device were provided by the customer showing the device. There was patient involvement.

Manufacturer narrative:
Two photos were provided showing a tego with a blood clot. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be conducted due to the unknown lot number.